Event description:
It was reported that during a lap cholecystectomy procedure, the device fired 3 clips fine, and then it would no longer fire clips. Got a new one to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis results for el5ml instrument found that it was returned with a broken advancer. In addition, it was found to be empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.